Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 10mg/ml at 1.622mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 a volume discrepancy was reported. The healthcare provider stated that on (B)(6) 2018 the patient had a refill and there was a volume discrepancy in which the arv (actual reservoir volume) was greater than the erv (expected reservoir volume). At the time the patient had increased pain. The physician attempted to do a cap dye study and was unable to aspirate from the cap of the pump. Per the reporter the physician believed there is a catheter issue. The plan was to do a catheter revision in the future but the patients underlying dementia worsened and the patient was not a candidate for surgery anymore. The patient was in home hospice. The physician wanted the pump programmed to off state and the pump off password was provided. No further complications were reported or anticipated.